Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported event could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) lists cardiac arrhythmias as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device lot number was requested but not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient had a hemiarch replacement on (B)(6) 2024. The patient was supported by right ventricular assist device (rvad) via centrimag for severe right ventricular failure post operation. The patient had recurrent ventricular tachycardia with hemodynamic instability despite antidysrhythmic and transvenous pacing/ shocks. Electrolytes were adequately repleted. The vital signs showed that the blood pressure was 88/66 with mean arterial pressure of 77, the patient had an arterial line in place which constantly monitored their blood pressure, and their heart rate was bradycardic at 48. Their pulmonary artery pressure was 26/17 with a mean of 20, and central venous pressure was 7. Log files were submitted for review. The event log displayed 2 transient low_speed_advisory alarms on (B)(6) 2024 at approximately 2:43 pm, where the pump set speed was momentarily 4800prm, which was lower than the low speed limit of 5000 rpm. The low speed limit was changed to 4600 rpm at 2:44 pm which resolved the alarm. The event log captured 77 pulsatility (pi) events. There were no other unusual events seen within the log files. The mechanical circulatory system equipment appeared to be operating as expected.